Event description:
The patient stated that his insulin cartridges have been forming air bubbles after 2 days of use causing elevated blood glucose. He stated that, the most recent incident occurred "a few days ago" and his blood glucose elevated to over 250 mg/dl. His normal blood glucose values are less than 140 mg/dl. Upon follow up, the patient stated he is still having issues with air bubbles and he is convinced that his infusion device is the cause. The patient did not require medical attention from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.